Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported three patients with dull, hazy iols and decreased visual acuity. Additional information has been requested. This report is for the third patient. The first pt was reported under MDR #119421-2009-01146; the second patient was reported under MDR #1119421-2009-01147.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).